Event description:
Fluid was noticed leaking from the fuhrman pleural/pneumopericardial drainage set while being flushed; x-ray from 12 hours prior demonstrated a break in the hub. The break was at the hub and the catheter migrated up into the pt needing to be surgically removed at the bedside. The device was surgically removed, no harm to the pt.

Manufacturer narrative:
Exp date unk as lot# is unk. (B)(4) - removal of foreign body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. Unk as lot# is unk. Event is still under investigation.